Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated that a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to place patient under general anesthesia during the procedure. No adverse effects to patient reported.

Manufacturer narrative:
Correction: initial MDR was reported to have general anesthesia used as a result of the spinal not being as effective as desired; however event has now been updated by reporter to state that general anesthesia was not required.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the set ceased working. The home care user believed the issue to be with the site. The home care user reported that their blood glucose levels rose to 300mg/dl due to the interruption in insulin therapy. A correction bolus was delivered to bring down blood glucose level to normal range. No further adverse effects to user reported.